Event description:
During surgery, the driver became stuck in the set screw and would not come out. Another driver and set screw was used to complete the surgery. There was no impact to the pt.

Manufacturer narrative:
Batch record review indicated that the device was mfg to all applicable specifications and requirements.